Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the battery for the navigation system was replaced. While servicing the navigation system, the camera and handle were found to be malfunctioning and were subsequently replaced. The system then passed the system checkout and was found to be fully functional. The camera for the navigation system was returned to the manufacturer for evaluation. Testing found that the camera had a damaged internal clip that resulted in a loose connection. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. The camera handle was returned to the manufacturer for evaluation. Testing found that the screw holds on the unit were stripped. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Other relevant device(s) are: product ID: 9 733437, serial/lot #:(B)(4). Product ID: 9733656, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was no battery charge on the system. The site stated that the system dies immediately when disconnected from the wall. The system was left in charging overnight. The next step was to replace the battery and perform a system checkout. No patient was present at the time of the event.